Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient primary complaint was pain on her medial side, surgeon planned on poly swap but noticed tibial tray had subsided some and decided to remove the tray and poly, once the components were removed tibia was prepped for revision tibial tray including a fully coated sleeve and press fit stem. A 10mm rpps insert was implanted and stability checked. Doi: unk. Dor: (B)(6) 2021. Unk knee.